Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown dose and concentration and dilaudid at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was having an issue with the pump heating and pumping in more medication into the body. The patient was feeling like the pump site was warming up. It was noted that this was only occurring at the pump site. The patient was not currently experiencing the sensation, but she felt the sensation today [(B)(6) 2016]. There was no pattern to when the patient felt the sensation, but she had felt it 3 times for approximately 20 minutes. It was noted that the patient did not currently have a managing physician. It was stated that the patient would start feeling dizzy, nauseous, and felt like she had to lay down and sleep. She would then put an ice pack on the pump and the heating would subside. It was further stated that the patient felt it heated like a hand warmer and not like a burning. The issue started "about 2 months ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2017-jan-03 reported patient had not found a healthcare professional (hcp) to work with regarding the pump heating up. It was noted patient cannot find a hcp that will take the patient. It was noted there was no pattern yet and the patient did not know what circumstances led to the pump heating up and pumping more medication into patient's body. No steps were taken to resolve the issue as no one will treat the patient. It was noted the issue was not resolved as it has happened 2 more times since the patient reported it last. Patient stated, "please help me."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.